Event description:
The pt was 3 hours into routine dialysis treatment. Machine alarmed. When alarm was investigated, transducer protector (tp) was noted to be contaminated with blood, and tmp alarm was sounding. Transducer protector ws changed. Machine was reset but machine alarmed again immediately. Upon investigation of pt's vascular access, (vascular access had been covered by blanket per pt request), venous needle had become dislodged, pt found unresponsive and grayish in appearance, blood found in chair and on the floor.